Manufacturer narrative:
All buttons functioned properly however, found corroded keypad traces during visual inspection. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, cracked lcd window, cracked reservoir tube, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 215 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.